Manufacturer narrative:
Citation: khalefa et al. Cusp-overlap view versus three cusp coplanar view during transcatheter aortic valve replacement using self-expandable valves: a systematic review, meta-analysis and meta-regression. Bmc cardiovasc disord. 2025 aug 21;25(1):619. Doi: 10.118 6/s12872-025-05009-8. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of cusp overlap view versus three cusp coplanar view during transcatheter aortic valve replacement. The meta-analysis included 17 clinical studies with a total of 3,129 patients in cusp-overlap technique (cot) group and 2,818 patients in standard technique (st) group. Medtronic devices utilized in the study included evolut r, evolut pro and evolut pro+ bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: complete heat block or other arrhythmia requiring permanent pacemaker implant, major bleeding or vascular complication, severe paravalvular aortic regurgitation, stroke, valve embolization, and need for a second valve for an unspecified reason. No further information was provided pertaining to medtronic products.